Event description:
Second occurrence with a different serial number IV pump; first occurrence on (B)(6) 2016. Nurse in the home called in to organization stating that the tpn bag, which was started on (B)(6) 2016, had infused the entire bag, including the overfill. No tpn was left in the bag when she arrived to the shift. Also see report mw5064201.